Event description:
Protime microcoagulation system 2 consecutive "qc out of range" error messages followed by inr result 3.8 vs unspecified lab system inr 2.6. Patient therapeutic range not reported. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). Method, results, conclusions: manufacturer evaluation / investigation pending product return.